Event description:
As reported to coloplast though not verified, one patient was implanted with restorelle directfix anterior mesh and 20 were implanted with unknown coloplast mesh product. Later the patients experienced mental and physical pain, suffering, sustained permanent injury, permanent and substantial physical deformity, have undergone and will undergo corrective surgery or surgeries, sustained severe and permanent pain and disability. No explant procedures were reported. No subsequent treatments and/or therapies were reported.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.